Event description:
It was reported to vyaire medical that the vela ventilator where in after checking unit prior to pm and finding the dc status led blinking red/yellow. The customer found that the fuse was blown so replaced it and the led went solid. He completed pm and after closing the unit, found the led was blinking again. Furthermore there is no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: com-0000025891 h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire advised that if the fuse is blown again, it is most likely related to power supply. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.